Event description:
It was reported that (3) tlc10 were used during a roux-en-y procedure. It was reported by the rep that the stapler misfired when used on stomach. It had good staple formation across 1/3 of the stomach. The distal side of staple line was not forming correctly. There was extended or time.